Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:57:37. During night drain cycle one, the patient's ultrafiltration reading was 1301ml, indicating the home patient (hp) drained 1301ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An intra-peritoneal volume (iipv) is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated on (B)(6) 2011 at 1:57. A partial fill was delivered during fill 1 of 3 of 16 ml, which was less than the expected volume of 2000 ml. Review of the event log revealed that the cycle 1 drain was completed on (B)(6) 2011 at 2:15 and that the user's actual drain volume during cycle 1 was 1316 ml. The actual drain volume of 1316 ml is 66% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.